Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the flosser was not secured properly and it was loose. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial report is being resubmitted to correct the event country from united states to (B)(4). This report remains reportable malfunction case in the united states. Additional information received on (B)(4) 2012: no product was returned and no lot number was provided. A review of the data associated with this complaint category damaged/defective product and reportable malfunction revealed no adverse trends. Complaint could not be considered confirmed since customer unit was not received. However history of changes demonstrate adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 18-jun-2012, from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the flosser was not secured properly and it was loose. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial report is being resubmitted to correct the event country from (B)(6) to (B)(6). This report remains reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the flosser was not secured properly and it was loose. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.